Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, grade IV" and "progressive inflammation and induration of the implant". Additional report of "image suggestive of simple cyst" is deemed not device related. Patient was treated with depot steroid, aines and capsuloblast, 10 sessions, without having presented improvement of the symptoms. The device remains implanted.